Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The event can be detected/prevented by following the instructions for use which state: the event 1 is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a burnt distal end. There was no patient involvement.